Manufacturer narrative:
Bayer case number: (B)(4) intense pelvic pain [pelvic pain female], intense fatigue [fatigue] , sinusitis [sinusitis] , musculoskeletal disorders [musculoskeletal disorder], urinary infections [urinary infection] , reactive polyarthritis [arthritis reactive] , plantar aponeurosis [plantar fasciitis] , non-alcoholic liver steatosis [hepatic steatosis] , diverticulitis [diverticulitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-oct-2025. The most recent information was received on 29-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. 626803) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 1349 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue ("intense fatigue"), sinusitis ("sinusitis"), musculoskeletal disorder ("musculoskeletal disorders"), urinary tract infection ("urinary infections"), arthritis reactive ("reactive polyarthritis"), plantar fasciitis ("plantar aponeurosis"), hepatic steatosis ("non-alcoholic liver steatosis") and diverticulitis ("diverticulitis"). At the time of the report, the urinary tract infection and hepatic steatosis had not resolved. The outcomes for pelvic pain, fatigue, sinusitis, musculoskeletal disorder, arthritis reactive, plantar fasciitis and diverticulitis were unknown. No causality assessment was received for essure with regard to fatigue, sinusitis, musculoskeletal disorder, urinary tract infection, arthritis reactive, plantar fasciitis, hepatic steatosis, diverticulitis or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Batch number:626803, expiry date:28-feb-2010, manufacturing date:31-mar-2008. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-oct-2025: quality safety evaluation of product technical complaint was received. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) intense pelvic pain [pelvic pain female], intense fatigue [fatigue] , sinusitis [sinusitis] , musculoskeletal disorders [musculoskeletal disorder] , urinary infections [urinary infection], reactive polyarthritis [arthritis reactive] , plantar aponeurosis [plantar fasciitis] , non-alcoholic liver steatosis [hepatic steatosis] , diverticulitis [diverticulitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. 626803) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 1349 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue ("intense fatigue"), sinusitis ("sinusitis"), musculoskeletal disorder ("musculoskeletal disorders"), urinary tract infection ("urinary infections"), arthritis reactive ("reactive polyarthritis"), plantar fasciitis ("plantar aponeurosis"), hepatic steatosis ("non-alcoholic liver steatosis") and diverticulitis ("diverticulitis"). At the time of the report, the urinary tract infection and hepatic steatosis had not resolved. The outcomes for pelvic pain, fatigue, sinusitis, musculoskeletal disorder, arthritis reactive, plantar fasciitis and diverticulitis were unknown. No causality assessment was received for essure with regard to fatigue, sinusitis, musculoskeletal disorder, urinary tract infection, arthritis reactive, plantar fasciitis, hepatic steatosis, diverticulitis or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.